Manufacturer narrative:
The reported event of backup operation due to electromagnetic interference could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. The device code had been reloaded prior to device being returned and no backup information was provided. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining.

Event description:
It was reported that the patient came in-clinic for a routine check-up. Upon interrogation it was noted that the pacemaker was in back-up mode (bvvi) due to electromagnetic interference. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.